Manufacturer narrative:
The investigation for the thrombus and low pump flow has been completed. Clinical details state that ps changing with no changes in motor current. The logs were observed and a drift was noted. There was no product returned. The data logs showed that throughout the whole case there were spikes in motor current and then decreases in the flows without a change in p-level. This is most likely biomaterial interacting with the impeller. Post explant, the clinical stated that thrombus was observed. The root cause of the low pump flow is most likely due to biomaterial. In addition to the low pump flow experienced, the clinical stated that there was a notable change in the ps and flows without a change in the motor current. After observing the logs there is dp sensor drift that is causing the notable change. The root cause of the placement signal issues is most likely due to sensor drift based on the log pattern. Corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella rp system with automated impella controller & impella rp flex with smart assist system with automated impella controller instructions for use & clinical reference manual section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The complainant reported that during support for 74-year-old male patient, the impella rp flex flows slowly decreased over the course of the night without alarm or change in motor current. Only notable change was that the placement signal pressures were significantly elevated. After consultation with team, it was determined this was most likely thrombus. The rp flex was removed and visible thrombus was seen upon removal at inlet area. The patient is noted to be stable.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The pump was returned. 5s parameters showed lower than expected signal-to-noise ratio (snr) and contrast with higher-than-expected cavity length. Biomaterial was found wrapped around the impellor blades. The data logs showed that throughout the whole case there were spikes in motor current and then decreases in the flows without a change in p-level. This is most likely biomaterial interacting with the impeller. Post explant, the clinical stated that thrombus was observed. Low pump flow: the root cause of the low pump flow is most likely due to biomaterial. Placement signal issues: the fm placement signal issue was added due to the ps changing with no changes in motor current. The logs were observed, and a drift was noted. Clinical stated that there was a notable change on 10/15 in the ps and flows without a change in the motor current. After observing the logs there is dp sensor drift that is causing the notable change. The root cause of the placement signal issues is most likely due to sensor drift based on the log pattern. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include placement signal coding. D10 concomitant medical products and therapy dates updated.